Event description:
Report from tee probe MFR indicated they were informed about a pt undergoing open heart surgery, while using the transesophageal probe disinfected in cidex opa, experienced a 'small burn-like area' on upper lip post operatively.